Event description:
It was reported that the patient underwent a gynecological on (B)(6) 2010 and mesh implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to rectocele; concurrently with laparoscopic assisted vaginal hysterectomy/ bso/bilateral uterosacral colpopexy, and cystoscopy repair of a rectocele. It was reported that following insertion the patient experienced abdominal pain, pelvic pain, vaginal pain, dyspareunia, pain with defecation, difficulty defecating, difficulty emptying bladder, buttock pain, and leg pain. It was reported that the patient underwent mesh revision on (B)(6) 2011.(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.